Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A partial compound break was noted on the attached catheter on the distal end of the cath-lock. Small splits were noted on the proximal end of the attached catheter. The edges of the partial compound break on the attached catheter were noted to be uneven. The surface was noted to be round and smooth on both regions. Splits were noted on the border of both regions. Upon infusion, a leak from the partial compound break was observed. Therefore the investigation is confirmed for the reported fracture, fluid leak and the identified deformation due to compressive stress and naturally worn issues. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, patient, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately six years post a port placement, contrast medium allegedly leaked out of the port. Additionally, it was reported that the catheter was allegedly fractured. Reportedly, the patient allegedly experienced pain and extravasation. However, the current status of the patient is unknown.

Event description:
It was reported that approximately six years post a port placement, contrast medium allegedly leaked out of the port. Additionally, it was reported that the catheter was allegedly fractured. Reportedly the patient allegedly experienced pain and extravasation. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.